Event description:
It was reported via repair work order that the fowler was drifting due to a faulty fowler motor assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.